Manufacturer narrative:
The investigation was completed. Pump suction: clinical reported suction events on the second and third day of care. The product was not returned for investigation. Placement signal was low throughout the case, staying under 100mmhg, and started to gradually trend down starting about a day after case start. Around this time, suction starting triggering. Clinical reported plans of volume resuscitation around this time as well. The patient was reportedly on va ECMO, which can cause potential suction events by mechanically drawing out volume from the heart. The cause of the suction was most likely related to the patients condition, as low pressures in the heart along with the trend down overtime could indicate that the patient was experiencing volume issues. Device history review was completed and passed all post sterile inspection criteria.

Event description:
The complainant reported that they encountered continuous pump suction during impella cp support (first pump for patient case). Suction was encountered above p5 and a few suction alarms were noted. The patient remained on cp pump support for total of 3 days before escalating to impella 5.5. This report is for first pump (cp). (B)(4) is for second pump (5.5). (B)(4) is for third pump (cp). (B)(4) is for fourth pump (5.5).

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.